Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that the requested medical documentation was not available. With the limited information provided, no clinical factors were concluded to have definitively contributed to the event; however, this type of failure may been seen if patient experienced post-total knee arthroplasty trauma or if the insert was not adequately locked into the tibial baseplate during primary implantation. The patient impact beyond the reported dislocation and subsequent revision cannot be determined. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed that dislocation and subluxation can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. This has been identified as a possible adverse effect. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient condition or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after tka surgery performed on (B)(6) 2024, the patient experienced a dislocation. This adverse event was solved by exchanging the jii md xlpe art isrt sz 1-2 lt 9mm, jrny ii cr fem ox np lt sz 2 and the journey tibia base np lt sz 2 to a competitor devices on (B)(6) 2024. The surgeon doesn't think it is because of products failure. It is unknown the current health status of the patient.

Manufacturer narrative:
H2: additional information ¿h6: medical device problem code¿.